Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. Three days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection and meropenem injection (1 gm each, ongoing, route, frequency and duration were not reported) for peritonitis. The patient was discharged 14 days later and was recovered. Pd therapy was ongoing. No additional information is available.